Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the protective earth resistance was greater than 0.350. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the fse who encountered the issue replaced the line cord assembly. The fse performed pm and completed functional check and safety check. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Manufacturer narrative:
The failure analysis and testing dept. Received reel, ac pwr.cord with a reported unit failure of protective earth resistance was > 0.350 ohms. The fat performed a visual inspection and found the part to be in good condition. The fat installed the cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found that the ground resistance was 0.6 ohms. Fat was able to verify the reported failure. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.